Manufacturer narrative:
Manufacture date updated because product was returned.

Manufacturer narrative:
The essence brush head is an accessory to the essence power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth.